Event description:
During a follow-up, the device was unable to be paired to the patient's app. Upon investigation, it was observed that the bluetooth (ble) of the device was turned off due to an unknown cause. Technical support was contacted and the ble was turned on to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the bluetooth (ble) being unavailable was confirmed. It was determined that the remote monitoring was set to off. Turning remote monitoring back on resolved the ble connectivity.